Manufacturer narrative:
The glidescope avl monitor was used as a trade-in/upgrade, however at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer report that during a patient procedure using a, glidescope avl monitor, the image would drop out. A second glidescope avl system was used to complete the procedure, however the length of delay while preparing the second device was not reported. No harm to patient or user was reported.